Manufacturer narrative:
(B) (4) = unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and the operative report was received on 05/07/2010. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On 05/07/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2010: "distally, the valve was repaired using a 30 mm et logix ring. Pressure testing resulted in what was felt to be a significant amount of mitral regurgitation. The ring was taken down and a 32 ring was placed using a slightly different suturing technique which resulted in a more symmetrical appearance of the valve."